Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A stemi-dtu study reported a 58-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient developed a hematoma at the impella access site while on support. The stemi-dtu study found that the impella procedure was possibly related to the hematoma. There was no known intervention performed for the hematoma.

Event description:
Additional information was received. Additionally, the st-segment elevation myocardial infarction-door-to-unload study found that the patient had a intracranial hemorrhage and had brain surgery. A left craniectomy decompressive for the bleed was performed. The study found that the impella procedure and pci procedure were probably related to the patient's intracranial hemorrhage. The patient expired thereafter. Per medical safety officer review, there is no association between impella use and outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was discarded by the customer. Additional information was received. Therefore, the investigation will be reopened and upon investigation re -closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smart assist system for use during cardiogenic shock section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ h.1 revised as previously entered incorrectly. D.4 revised model number from the initial submission in accordance with updated procedures. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 code 4414 was reported incorrectly on the previously submitted report. The correct code has been added to type of investigation. H.10 additional manufacturer narrative instructions for use use were revised from the initial submission in accordance with updated procedures. Additional manufacturer narrative on the initial submission stated that the device was not returned but the device was discarded.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was filed. The device was not returned for investigation. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information was provided.

Manufacturer narrative:
The investigation for stroke/cerebrovascular accident (cva) was completed. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.